Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code concerning the charging of the battery was found in the ventilator's downloaded error log. The device's system board and battery were replaced to address the issue. Additionally, the buzzer assembly was replaced, which was not related to the reported malfunction. The audible alarm verification step for the buzzer failed during testing. This is a secondary alarm; the primary alarm was still available.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required code concerning the charging of the battery was found in the ventilator's downloaded error log. The device's system board and battery were replaced to address the issue. Additionally, the buzzer assembly was replaced, which was not related to the reported malfunction. The audible alarm verification step for the buzzer failed during testing. This is a secondary alarm; the primary alarm was still available. The system board and buzzer were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and buzzer functioned as designed and operated without issue or error codes.